Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false positive troponin (tni) on the triage cardiac panel. An 84 (B)(6) female pt came in with chest pain. Whole blood, edta pt samples were run four times. Time between initial sample run and subsequent repeat runs was 3 hours. Pt was discharged. No discharge diagnosis provided. Triage tni cut-off: tni = 0.06 - 0.1: protocol is to repeat testing, >0.1 is positive. Tni = 0.06 and above: is considered positive.